Event description:
The ge oec 9600 fluoroscopy system was reported to have shutdown during a procedure. A system reboot would restore functionality. The malfunction occurred while rotating the c-arm.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the lift and rotate cable harness to prevent the malfunction from recurring. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.